Event description:
It was reported that the patient had a backup battery fault alarm after doing their morning self-test while attached to the mobile power unit (mpu). The backup battery fault occurred previously on the same system controller during a morning self-test on their mpu. The patient's emergency backup battery (ebb) usage was not high and there were no other alarms. Plans were made to give the patient a new controller since the patient was traveling. A review of the log files confirmed ebb faults on (B)(6) 2024 due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D1: model name corrected. D4: UDI number corrected. Manufacturer's conclusion: the reported event of a backup battery fault alarm was confirmed by review of the battery log file. The log file contained information spanning approximately 3 days (01apr2024 to 03apr2024 per timestamp). A backup battery fault alarm was activated at 7:08:59 on 03apr2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The backup battery fault alarm stayed active throughout the remainder of the data. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained within the expected speed range throughout the data. Available information indicated that it was planned to exchange the heartmate 3 system controller (serial number: (B)(6)). Multiple attempts were made to obtain additional information regarding the exchange, the alarm resolution, and potential product return, but no response was received. To date, no products related to this event have been returned to abbott. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The submitted log file indicated that backup battery gx089098 was in use at the time of log file collection; this battery was observed to pass initial testing. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.